Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging her onetouch ultralink meter was prompting an error 1 message when she was attempting to test her blood glucose. Per the ultralink owner's booklet, the error 1 message prompts when there is a problem with the meter. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012 "in the middle of the night," the patient alleged the issue began. The patient alleged she uses insulin pump therapy to manage her diabetes. The patient confirmed she made no changes to her usual diet, activity level or other medications on the day of the alleged issue. The patient reported a couple of hours after the alleged issue began, she felt "dizzy." The patient denied receiving medical intervention in response to her symptoms. At the time of troubleshooting, the cca noted that this was not the first time the meter had been used. The alleged issue was not resolved with troubleshooting. Replacement products were sent to the patient. Based on the information provided, there is no indication that the product caused or contributed to an adverse event. The patient did not state any blood glucose readings, symptoms or medical intervention that suggests an acute complication of diabetes occurred. However, this complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.